Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: after the procedure. It was reported that 27 days post an uneventful left internal carotid artery angioplasty stenting procedure, the pt expired. The pt complained of "cold like" symptoms and went to lie down. The pt's spouse went to check on him later, and he had expired. The initial examiner reported that the death may be due to a myocardial infarction, although, per the pt's family, no autopsy report will be performed. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. The rx acculink part #1011342-20 & lot #6102051 referenced is being filed under this medwatch report.